Manufacturer narrative:
The patient has a medical history of hypertension, diabetes , stroke, atrial fibrillation, previous mi. The index procedure was prompted by mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the staged procedure, two resolute onyx des were implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the mi did not involve the target vessel. Cec adjudicated mi as a q wave mi (target vessel) 3rd udmi spontaneous in the lad. Cec adjudicated revascularisation as a tvr percutaneous intervention, not involving the target lesion that was clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. During a staged procedure two resolute onyx stents were implanted- one into the lad and one into the rca. Approx 1.5 months post index procedure and two weeks post staged procedure, the patient suffered an mi. The patient was treated with medication. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered.